Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 16th november 2023, the copenhagen university hospital hvidovre, department of orthopedics provided the final report of their clinical study. The study indicating that over the last 2 years in total 400 patients were treated with the arthrex ankle fracture management system and during the period 37 adverse events have occurred. 16 out of these 37 adverse events resulted in a revision surgery. The revision was necessary after 14 days due to a lateral malleolus malreduced with subsequent failed reduction of medial malleolus and lateral shift of talus. No further information was provided.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failures in this study can be attributed to a patient-specific events.